Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, operating system (os) update was caught in a loop and kept buffering. The customer stated that this malfunction had caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation into this incident, it was determined that the station needed an operating system (os) update. A technical support specialist dialed into the station and found that the update was no longer in progress. The system functioned as intended after the technical support specialist investigated the issue.